Manufacturer narrative:
Catheter.

Event description:
The pt fell and the "tubing" disconnected. The "tubing was reconnected in march. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available. For pt outcome, see manufacturer's report# 30042091782009-04809.